Manufacturer narrative:
Concomitant products: ddmb1d1 ICD implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six months post implant, the right atrial (ra) lead exhibited undersensing on stored electrograms (egm) leading to early termination of atrial tachycardia/atrial fibrillation (at/af) episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.